Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of battery depleted set alarm was confirmed during product evaluation. The root cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. Upon review of the event history log, it was discovered that a battery depleted set alarm interrupted delivery. There was no report of patient involvement, injury, or medical intervention related to this device. This device is a colleague infusion pump with user interface module version 6.13.92. No additional information is available.